Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. Correction action cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, the device sample is not available. It is not possible to determine the source or the defect reported. Teleflex will continue to monitor and trend related complaints.

Event description:
Complaint alleges that "the clip was not ligated properly and came out from the jaw." No pt injury reported. Pt current condition is reported as fine. Additional info/clarification was requested, because the response did not clarify the event; however, no response from complainant was received at the time of this report.